Event description:
Customer reports inconsistent results with act+ assay not associated with a specific patient during sheath pull in cardiac cath procedures. Patients sent to recovery, subsequently, would experience re-bleed at sheath pull site.

Manufacturer narrative:
(B) (4). Manufacturer currently awaiting product return from user facility.